Event description:
Arthrocare wand (smith & nephew) serial# (B)(4), lot 190370 had potential flaking of adhesive "(loctite)" while in use. Wand was reprocessed by (B)(4). Through investigation, it was reported that adhesive is not bioabsorbable. It is unk whether any material was retained in the pt or was flushed out. Surgeon feels it was not returned. Note - we have had a total of 3 cases with this same situation. Dates of use: (B)(6) 2019. Diagnosis or reason for use: rotator cuff repair. Smith & nephew (B)(4).